Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
The contact from the hospital reported that the orbit galaxy coil (640cf0721/17196186) was stuck in the microcatheter. It caused the coil to stretch. There was no reported patient impact associated with this complaint. It is unknown how the procedure was continued. At the time of initial contact the device was available to be returned.

Manufacturer narrative:
A non-sterile orbit galaxy tdl cmplx fill coil 7x21 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped and no damages were noted on it. The support coil, gripper and embolic coil were inside of the introducer. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. A lab sample micro-catheter was flushed using a lab sample syringe (nipro) and after that the received device was introduced into the lab sample micro-catheter and it advanced smoothly until the microcatheter's distal tip without any difficulty. The review of lot 17196186 revealed no anomalies that were considered potentially related to the reported complaint. The failure reported by the customer as that the device was impeded in the microcatheter was not confirmed during the functional test. The failure reported by the customer that the coil stretched was confirmed, the cause of the stretched condition noted on the device was apparently caused by applying excessive force on the device but this could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time. (B)(4).